Event description:
It was reported that a posterior lumbar fusion from l4-l5 was performed on (B)(6) 2015. Upon malleting, the dimple end of the t-pal trial spacer broke inside of the t-pal spacer applicator knob. Backups were readily available for use. The surgery was successfully completed with a thirty (30) second surgical delay. No patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 28, 2013 no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the complaint condition is confirmed as the trial spacer was returned broken at the end that connects to the applicator knob. Mechanical testing has shown the instrument can withstand normal and extreme loads necessary to remove trial spacers. The breakage could occur if the security ring of the handle (part# 03.812.001) is pressed forward. T-pal trial spacer (part #03.812.310 lot #8416965) was returned for the ball piece on the proximal end breaking. The knob component of the applicator handle that it connects to (part #03.812.004, lot #8473256) was also returned. To assemble, the trial spacers are loaded into the handle (03.812.001) and connected to the applicator knob (03.812.004). The assembled instrument is then inserted into the disc space to determine the best size for the t-pal implant. Technique guide instructs the surgeon to start conservatively when trialing. The slap hammer slides onto the applicator to assist in removal of the trial. Product drawings were reviewed. The trial was returned broken with the ball piece that connects to the applicator missing. The hammer provides the force necessary to remove the trial spacer. The broken portion from the trial is likely a result of the impact force generated from the slap hammer during a previous procedure. Testing has been conducted to evaluate the instrument¿s connection to the trial during removal. The test was based off of forces measured during cadaver testing which determined normal loads for trial removal to be about 3kn and in extreme cases up to 5kn (for when too large of trial is inserted). The test conducted produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. The breakage could occur if the security ring of the handle (part# 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. The breakage could occur if the security ring of the handle (part# 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. No design issues were noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.